Event description:
It was reported that a patient presented remotely with premature battery depletion on their insertable cardiac monitor (icm). No changes or intervention was performed. The patient condition was stable.